Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of a 5.7cm infrarenal aortic aneurysm and 6 cm in the right common iliac aneurysm approximately 5 years ago. It was reported that the patient's implant was followed with a series of CT scans. During a CT scan 24 months post implant demonstrated proximal device migration of 3 cm from the lowest renal artery and loss of fixation/seal without proximal type I endoleak. (MFR # 2953200-2005-010330). A talent clinical trial aortic cuff was successfully implanted with excellent results 25 months post initial implant. It was reported that 36 months post talent aortic cuff implant the aortic cuff had migrated, resulting in loss of proximal fixation. The perirenal aorta had a diameter of 26 - 27 mm with no thrombus contained within the neck. The open stent region of the proximal talent cuff was noted in the perirenal neck to be present but not engaged across the renal artery orifices due to its caudal migration. The patient underwent a secondary endovascular repair where another manufacturer's aui stent graft was used. Another manufacturer's stent graft occluded with dimensions 20 mm diameter x 30 mm length was deployed in the 16 mm limb component of the left iliac device above the bell-cuff expansion into the aneurysmal left common iliac artery followed by a fem-fem bypass. There was no endoleak present. The investigator assessed the event as device related and aneurysm related. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - (B) (4): evaluation results: (disease progression), (migration).